Event description:
It was reported that a patient experienced pain in the neck due to twiddler syndrome. During a surgical intervention to investigate the neck lead bowstring and pain, it was discovered that the extension leads were twisted and the brain leads had been displaced down into the lower neck region. The physician attempted to reposition the brain leads back into the head region behind the right ear. Two new extensions were tunneled and connected to the existing left and right brain leads. Testing revealed high impedance of >5000 ohms in electrodes 0 and 1. Further testing revealed that the left brain lead was the issue. The left brain lead was turned off, and the patient was closed up with plans for reprogramming. The right brain system was functioning normally. The issue was not resolved.

Manufacturer narrative:
D10. Section d information references the main component of the system. Other relevant device(s) are: product ID: (B)(4), serial/lot #: (B)(6) , ubd: 11-feb-2023, UDI#: (B)(4) ; product ID: neu_unknown_ext, serial/lot #: unknown, ubd: 11-feb-2023, UDI#: ; product ID: neu_unknown_ext, serial/lot #: unknown, ubd: 11-feb-2023, UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 3387-40 lot# 0217838558 implanted: (B)(6)2021product type lead product ID 3708660 lot# serial# (B)(6)implanted: (B)(6)2021 explanted: (B)(6)2024 product type extension product ID 3708660 lot# serial# nkn240215v implanted: (B)(6)2021explanted: (B)(6)2024- product type extension medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.